Event description:
The pump was returned for a prime issue. Investigation revealed that the display screen was lifted and the force sensor connector was lifted along with the screen. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. Investigation revealed that the display screen was lifted and the force sensor connector was lifted along with the screen. (B)(4).